Event description:
When using the medartis modular hand kit, (2) 1.2 drill bits broke in patient bone. They were retrieved.====================== health professional's impression======================surgeon believes the bits break when using the drill guide.